Event description:
A healthcare provider reported that they did not know what the official cause of death was, but it was not related to the device. The specific date of death was not known, and the patient had ¿multiple medical illnesses¿. The medications infused were morphine and prialt.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID: 8703, lot# j93117851, implanted: (B)(6) 1993, product type: catheter. (B)(4). Analysis of the pump revealed corrosion, wear, and lubrication of the motor gear train. The stall was due to the shaft-bearing. Analysis of the catheter (serial unknown) revealed a non-significant indent in the seal of the sutureless connector which did not affect infusion.